Event description:
During a transfer from a wheelchair to a bed using a medcare lift n' weigh, the mast on the lift broke causing the boom to drop. The resident fell to the bed with no injuries sustained. However, one of the two staff members assisting in the transfer complained of back pain. No hospitalization was required.

Manufacturer narrative:
The machine on which the incident occurred was manufactured over 10 years from the date of the incident. Medcare warranties our metal components and welds for 5 years.